Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. There was no allegation of malfunction against the device from the customer, however, defects were found with the device during service evaluation. It was found that there was a slight oxide film on the terminals of the ID board. The ID board was hence replaced to sole the identified issue. Also, while checking the output value, it was confirmed that the cp3 output was low, so the dual rf board and relay board were replaced to resolve the identified failures. The device was tested and found to be working according to specifications. Moisture inside the device due to improper maintenance would have caused the slight oxidation on the terminals of the ID board. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 02/12/2020 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in japan that the vapr vue generator device did not work sometimes. During in-house engineering evaluation, it was determined that there was a slight oxidation film on the terminals. There was no procedure involved. No additional information was provided.